Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a fungal rash and open blisters under the lifevest equipment. It was reported that the patient did not launder the garment as recommended by the patient manual. There was no alleged device malfunction contributing to the irritation. The patient's nurse prescribed a powder for the skin irritation. Follow up indicated that the patient's skin irritation improved.